Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, helix retracted and clogged with blood / tissue. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of reported event was due to over torqued inner coil.

Event description:
It was reported that patient's right ventricular (rv)lead was dislodged. During lead revision procedure it was noted that the lead helix was not able to extend. The lead was explanted and replaced. The patient was stable.